Manufacturer narrative:
Patient identifier, age and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, there was a change in the size of implant.